Manufacturer narrative:
The cause of asae/ major bleed was most likely use related event due to anticoagulation management not following instruction. The cause of low or blocked pump flow was not established due to insufficient clinical details, no product or data logs were returned.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female that was implanted with an impella cp. It was reported that the patient had continuous oozing from the impella insertion site. Standard troubleshooting was performed, and the oozing was reported to be resolving per nursing staff. Distal pulses were present by doppler. The patient received four units of packed red blood cells overnight. Laboratory values and device parameters were reported, and the impella device remained in use at the time of reporting. The patient subsequently expired. No additional information regarding the circumstances of death was provided.